Manufacturer narrative:
Event and therapy dates are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer report number:1627487-2020-04197. It was reported patient experienced ineffective stimulation due to migration of leads which was confirmed via x-ray. To address the issue patient underwent surgical intervention wherein one lead was explanted and replaced and reportedly effective therapy was restored .